Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-11-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-09 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-09 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after they experienced an ischemic stroke with a clot detected and their international normalized ratio (inr) value decreased. It was noted that the patient was found confused, unable to change power sources, and the ventricular assist device (vad) was "off". There were critical battery alarms on both batteries and a controller fault and pump stop followed. There was no power to the pump for more than three hours. The controller fault resolved once the power source was changed. The controller and batteries were replaced and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump, controller, and two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 38 critical battery involving the batteries and 4 controller fault alarms on august 21, 2018. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Additionally, log file analysis revealed that both batteries were allowed to deplete until the controller lost power. A controller power up event was logged on august 21, 2018, at 15:35:57. The data point recorded after the loss of power revealed that no power source was connected to power port (1) and a battery was connected to power port two (2) with 98% rsoc. The controller was without power for 3 hours, 26 minutes and 36 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing batteries to depleting below 10%. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller 2.0 / (B)(4) h3: yes, h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 213 h6 FDA conclusion code(s): 19 battery / bat591086 h3: yes h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 19 battery / bat59187,0 h3: yes, h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 213 h6, FDA conclusion code(s): 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.